Event description:
Reportedly, the device delivered less than programmed during preventive maintenance testing. There was no patient injury.

Manufacturer narrative:
The MFR was unable to duplicate the problem. Upon receipt, the device would not finish the testing due to bag empty alarms.